Event description:
A technician reported that a patient was experiencing blurry vision and halos following bilateral intraocular lens (iol) implant surgery. The technician also reported that a yag laser procedure had been performed for posterior capsule opacification. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. A completed questionaire was received on 03/05/2009. This report was mailed to FDA on: 03/12/2009.